Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the duodenum and bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, the assistant went to bow the device and then the cutting wire of the dreamtome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The device was immediately removed and replaced. The procedure was completed with an autotome device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.